Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of issues with customer's insulin pump. The husband states the customer received compromised force sensor system alarm on their device. The customer's blood glucose level at the time of incident was unknown, but it had been as low as 27mg/dl. The customer treated the low with juice. The drive support cap was reported to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.